Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who had been receiving 10 mg/ml of fentanyl at 2.967 mg/day via an implantable pump for spinal pain. It was reported the patient has had an empty reservoir and the hcp had stated they have been told there might be damage to the pump so they have decided the safest thing was to program the pump to off state. The patient had left the office and came back after several years. The hcp had not accessed the event logs prior to contacting technical services. It was indicated that it was unknown when the empty reservoir occurred, however, the hcp thought it happened about 3 weeks earlier, relative to (B)(6) 2019. Technical services provided the hcp with the pump off code per the hcp's request. No medical symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). Regarding the reason for the empty pump it was reported that the patient was a poor historian but was switched to several different primary providers and ran out of medication in their pump several weeks prior to their visit with the managing doctor. The patient was going through severe withdrawal and went to the emergency department. It was not determined when the empty reservoir occurred. No troubleshooting was done after the reported event. It was indicated the pump ran out of medication several weeks prior, reportedly. The withdrawal symptoms had subsided. The patient was referred to neurosurgery for a pump removal. However, no date was set at this time. The patient was currently on oral percocet for pain relief.